Event description:
Alleged event: the surgeon could not achieve proper ligation, the jaws do not fully open. The pt's condition is reported as fine.

Manufacturer narrative:
Device history record (DHR) investigation for product conmed 5 mm automatic clip applier lot #73e1400037 did not show issues related to complaint. The MFR will continue to monitor and trend similar complaints.